Manufacturer narrative:
Additional information: the patient issue has been resolved according to physician. Patient has minor itching on occasion, but it is reported to not bother the patient. No further treatment is needed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a venaseal kit during treatment of the patient¿s right above knee great saphenous vein (gsv). IFU was followed. The patient presented with redness and itching the next day over the treated area. The patient took otc benadryl with no relief of symptoms. The patient returned for treatment of the right below knee great saphenous vein (gsv) approximately 5 months later. The patient was pre-medicated with solumedrol 25mg IV before procedure. The patient experienced the same redness over treated segment, but only took benadryl. A third treatment was done on the right ssv of same leg one month later. Patient was again pre-medicated with solumedrol 25mg IV before procedure. No other medications were given to patient for relief of symptoms. The right leg still has some redness along the gsv, along with itching and some mild swelling that comes and goes. No issues were noted during the treatments. The patient was experiencing warmness, redness, and pain before solumedrol dose was given. The patient was prescribed a solumedrol pack 8 weeks post the final venaseal procedure. No further updates on the patient have been provided.

Manufacturer narrative:
Image review: the customer returned 2 photographic images for review. The first image contained the patient¿s lower leg including the foot, ankle, and partial calf. Swelling was noted around the top of the foot and the ankle. Redness was also noted around the top of the foot. The image was consistent with the reported event. The second image contained the patient¿s leg including the angle and heel. Several marks, consistent with an incision from the procedure were noted just proximal to the ankle region. Swelling and redness was also noted around the ankle region. The photographic image was consistent with the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.